Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in finland underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the first puncture did not go through the stomach and the second puncture was successful. A suture was placed on the unsuccessful puncture site. On (B)(6) 2020, patient experienced pain at the stoma.. Patient was already on antibiotic penomax 200mg three times a day for urinary track infection. Patient was seen by the surgeon. An abdominal CT scan showed air in the abdominal cavity. Patient was started on antibiotic zinacef 1.5 g three times a day intravenously and metronidazole 500 mg three times a day intravenously.